Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: 6935m55 ICD, implanted: (B)(6) 2016. 5076-45, lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrhythmia and went into ventricular tachycardia arrest post implant. The patient required cardiopulmonary resuscitation (CPR), advanced cardiac life support (acls), electrical therapy and defibrillation. The patient became stabilized and was maxed on inotropes, vasodilators, epinephrine and intravenous (IV) fluids. It was further reported that the patient¿s chest was opened at bedside and a hole in the inferior vena cava (ivc) was noted. The ivc was repaired and the patient was placed on veno-arterial extracorporeal membrane oxygenation (ECMO) using central cannulation. The patient was then taken to the operating room (or) for a chest washout. Afterwards, the patient continued to decompensate, and the patient¿s family decided to withdraw care. It was reported that the patient subsequently expired. The site reported that the cause of death was due to ventricular tachycardia arrest and multi system organ failure.